Event description:
It was reported that the patient presented in clinic for a follow up. It was reported that an issue was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147151.